Event description:
It was reported that "during revision surgery 2 draw rods broke at distal tip. This caused surgeon to have to drill out the plate and ultimately had to leave 1 screw inside the pt." Per split into 2.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.